Manufacturer narrative:
The device passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Critical pump error (open book image) not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image. The customer's blood glucose value was 123 mg/dl. The customer stated that the insulin pump received picture of the insulin pump with an x and an arrow and pointing to an open book with a question mark. The customer received low reservoir alert before few hours of open book error alert. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.